Event description:
As reported, during deployment of an unknown smart control self-expanding stent (ses), the stent jumped forward; however, the stent was implanted in the desired location, per the physician. There were no reported injuries to the patient and the device will be returned for evaluation.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of an unknown smart control self-expanding stent (ses), the stent jumped forward; however, the stent was implanted in the desired location, per the physician. There were no reported injuries to the patient. Additional information was requested but was not provided. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: during deployment of an unknown smart control self-expanding stent (ses), the stent jumped forward; however, the stent was implanted in the desired location, per the physician. Additional information was requested but was not provided. There were no reported injuries to the patient. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent delivery system (sds)-ses~ deployment difficulty - inaccurate placement was not confirmed. The device was not returned for analysis, and neither were procedural film/images provided. Vessel characteristics (although unknown) and procedural factors such as the user¿s interaction with the device during use likely contributed to the reported event. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prior to stent deployment, remove all slack from the catheter delivery system.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective or preventive action will be taken at this time.